Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The coil remains implanted in the patient and the remainder of the device was discarded at the user facility; therefore, a product evaluation could not be performed. The root cause is unknown. The device was used during the same procedure as was reported in MFR report# 2032493-2017-00228.

Event description:
It was reported that an embolization coil unexpectedly detached in the aneurysm. A small loop of the coil was noted to be in the artery, and a clot developed. Reopro was administered and the clot completely resolved. The coil was left implanted in the aneurysm. The patient is reported to be doing well.